Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown and the patient was hospitalized due to the event. After 10 days from the event onset date, the patient was treated with injections of vancomycin (1gm, 96 hour, route not reported) and ceftazidime (1gm, once a day, route not reported) for peritonitis. At the time of this report, the patient has recovered from the event and was discharged from the hospital. Pd therapy was discontinued, and the patient was now on hemodialysis twice a week. The patient was scheduled for re-catheterization after a month. No additional information is available.